Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned for analysis but this is not yet complete. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. (B)(4).

Event description:
It was reported that prior to use, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.